Event description:
Device #1 issue: suture retrieval. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, the "whole blue rail suture together with the rest of the knot" pulled out from the body of the device together with the needle. The device was removed and a second proglide device was attempted with the same results. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Device #2: part # 12673-03, lot# 85006-6h indicated is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.